Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient could not feel her legs following a permanent implant procedure on (B)(6) 2015. Because the patient was moving and thrashing around during the surgery and in recovery, the doctor decided to explant the system as a proactive action for epidural hematoma. However, the doctor could not find anything that could possibly cause the loss of feeling in the patient's legs. The patient was admitted to the hospital for overnight. Follow-up reveals the patient is doing fine. The issue has resolved over time.